Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient was acting "wild" and caller stated he behaved as if his blood glucose level was low. Caller tested patient's blood glucose level with a reading of 129 mg/dl; symptoms did not match reading. Caller called the emts who tested the patient's blood glucose level on arrival with a reading of 26 or 29 mg/dl; was treated with an IV of unknown content and then fed. Patient did not go to the hospital. Patient suffered another low blood glucose episode the next day while on hemodialysis with a reading of 50's mg/dl on facility meter. Patient last tested on his meter that morning with a reading of 197 mg/dl; timeframe between result and incident is unknown. Requested return of the alleged device for evaluation and replacement was sent.